Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. The customer troubleshot with technical support. The customer stated that the new service manual helped and everything passed within specified ranges.

Event description:
It was reported that the ventilator was failing the air delivery/flow accuracy test. No patient involvement. Event date not specified, estimate used.